Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was feeling too much stimulation in the ribs and stomach. The patient underwent a revision procedure wherein the ipg was replaced and two leads were added. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.